Event description:
The customer stated falsely elevated results have been generated on the architect stat troponin-I assay. A patient generated an incorrect result of 43 ng/l (cut-off 40 ng/l) but the correct value was <20 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. The sections that are missing, possibly for pathology testing, measure to an average of approximately 2-3mm at the free margin by 5-9mm into the cusp area. Minimal calcification is detected in the cusp area of leaflets 1 and 3. Calcification may have contributed to stenosis. Host tissue is minimal to moderate at the outflow aspect. It encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 3-4mm. Host tissue overgrowth fused leaflets 1 and 3 at the outflow aspect at commissure 1 by 3mm. Host tissue is minimal to moderate at the stent outflow. X-ray. Additional manufacturer narrative: the device evaluation was completed on 04/30/2010.

Event description:
It was reported that the device was explanted after an implant duration of approximately 44.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to an oblique leak and calcification. Per the operative report: "the aortic valve prosthesis had deteriorated considerably. There was stiffening of the leaflets, with infiltration of yellowish material, and some calcification. There was also a perforation in the mid portion of the non-coronary leaflet."

Manufacturer narrative:
(B) (4) = oblique leak. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up, additional information, a copy of the operative report, and the discharge summary was received.